Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed that her meter was reading inaccurately erratic/high beginning sometime in (B)(6) but was unsure of the exact date/time. The patient claimed that on (B)(6) 2011 in the early morning, she was awakened by her symptoms of 'shaking, jitters and lethargy'. The patient reported that she drank some orange juice and immediately after that, she went to test on the subject meter. The patient reported blood glucose results of '180 and 130 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with 20 units of humulin insulin and denied taking any action regarding her diabetes management routine as a result of the alleged issue. The patient reported that went to her doctors for advice on the same day and was told to contact lfs for assistance with a new meter. It would have been helpful to know what her blood glucose readings were on the evening prior to when the symptoms occurred, however, she mentioned she doesn't keep track of that. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although the patient could not recall any other readings obtained on the subject meter, and did not receive any hcp treatment, this complaint is being reported as an adverse event because the symptoms occurred after the alleged issue first began.